Event description:
It was reported that there was a hole in the catheter.no patient injury reported.

Manufacturer narrative:
The catheter was evaluated. The catheter tip was partially separated at the point between the marker band and the end of the catheter braid. Based on the investigation, the damage to the distal tip is likely to have occurred as a result of shaping the tip of the catheter.(B)(4).